Event description:
During console installation, it was found by a field service that there was no battery operation in the bvs console. It was determined to be related to the power supply board, which was replaced. The console is now functioning properly.